Manufacturer narrative:
Month and year of event have been provided day is unknown, no information has been provided to date. One device and two photos were returned for investigation. Testing was done where it was found that the cuff was leaking between the pilot balloon and the valve. During the manufacturing process, devices are routinely tested to ensure the manufacturing procedures are being followed. Device history review of reported lot number showed no non-conformities during the manufacturing process. The issue was thought to have happened after the device left the manufacturing site.

Event description:
It was reported that during insertion, an air leakage was observed. The device was taken out and submerged in water where it was found that there was an air leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.